Event description:
In 2000, an operating room tech was removing sharps container from the operating room and while pulling the cart behind, the tech felt something sharp stick the technician's right foot. Follow-up with the employee health showed that a needle had punctured the sharps container and then punctured the technician's foot through the technician's shoe.